Event description:
It was reported that during the preventative maintenance, the bottom display of the external pulse generator (epg) was found to bemissing columns. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the preventative maintenance, the bottom display of the external pulse generator (epg) was found to be missing columns. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.